Event description:
Fmc canada complaint #0858. Blood leak from first use dialyzer. Estimated blood loss 350cc. No sample available. 2/9/99 request from customer for further info concerning this complaint was made. No further info is available for complaint investigation. Quality systems has not been made aware of any adverse effects to the pt involved in this reported dialyzer leak. MDR filed due to blood loss reported.